Manufacturer narrative:
The report is based solely on the information provided by the customer. On (B)(6) 2023, the customer provided information that the patient stood up and the alarm sounded but then stopped, so the staff assumed that the patient sat back down. When they entered the room, the patient was found on the ground. They checked the chair alarm and noted the battery was low. New batteries were added, and the alarm appeared to be working properly. They were going to remove the unit from the floor and do an additional check on it. The customer indicated that she does not think that they will be sending the unit back for evaluation. Additionally, the customer answered yes when asked if the patient suffered any injury or require any medical intervention but did not provide further details. For that reason on the same day, another email was sent out to the customer with IFU attached letting them know that this alarm model has a low battery feature where the low battery led light would flash red and an audible cue will say, low battery every 15 seconds when batteries need changing and inquiring them about the type of injury that the patient had from the fall. On february 23, 2023 the customer responded the due diligence email explaining that she is not authorized in her role to share this information about the patient fall incident as this is out of her scope of practice. A review of the complaint database revealed a similar event against this device in the past 2 years. An IFU was sent to the customer asking them to review battery section in an effort to prevent the issue from reoccurring. A device history record (DHR) of the affected serial number did not reveal any issues that could have contributed to the reported incident. The unit passed all verification testing and met manufacturing specifications prior to being released for distribution. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states, test fall monitor functionality every time before each use and when leaving the patient unattended. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacture reference file number (B)(4). Product not returned.

Event description:
Customer to file a complaint on (B)(4). Customer states if a battery is completely dead in a posey alarm, will the red light or low battery chirp still flash? There was a fall event that came through where the chair alarm battery had died. The date the issue was discovered is unknown.